Event description:
During a stent deployment procedure, in the right internal carotid artery, resistance was encounter with the smart control when the product was advanced through the sheath introducer (j shaped sheath, 6fx30cm/medikit) and the tip of the stent started expanding although the pin was locked. The product was advanced to the lesion over a radifocus, 0.035inch x 300cm/terumo guidewire. The product was withdrawn from the patient and another stent (smart control, cat and lot no.: unknown) was used to successfully complete the procedure. The vessel had moderate calcification, severe tortuousity and 70% stenosis. The product was clinically used without any adverse consequences to the patient (gender and age: unknown). The product will not be returned.

Manufacturer narrative:
During the deployment of a stent in the right internal carotid artery, resistance was encountered with the stent delivery system was advanced through the sheath introducer. The tip of the stent started expanding prematurely even though the locking pin was in place. The product was withdrawn from the patient and another stent was used to successfully complete the procedure. The vessel had moderate calcification, severe tortuousity and a 70% stenosis. There was no reported patient injury. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure it is not possible to determine the relationship between the device and the event. It is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.